Event description:
It was reported that perforation, pericardial effusion (pe), and cardiac tamponade occurred. A left atrial appendage (laa) closure procedure was being performed. The laa was cactus shaped. Femoral access was obtained, and transeptal puncture was performed according to the instructions for use (IFU). Pre-procedural computed tomography (CT) and transesophageal echocardiogram (tee) were performed, and measurements were taken. A watchman truseal access system (was) was positioned and a 35mm watchman flx closure device and delivery system (wds) were advanced. The wds was deployed and recaptured several times. It was then observed that the closure device appeared "infolded" and the decision was made to fully recapture the 35mm wds and exchange for a new 35mm wds. The new 35mm wds was deployed several times. There was no issue of "infolding", however difficulty was encountered in obtaining adequate positioning. The physicians were discussing how to proceed and decided to withdraw the watchman devices. During withdrawal, a pe was observed. The patient remained stable and a pericardiocentesis was performed. It was suspected that the laa had perforated. The patient's blood pressure drastically decreased, and the patient was transferred to surgery. It was confirmed that a 1cm perforation had occurred in the laa. The laa was clipped, and the perforation was repaired. The patient is stable and remains admitted to the hospital for recovery. Discharge is expected by the end of the week.